Manufacturer narrative:
The customer's products have been returned and an investigation is in process. A follow-up report will be filed once the investigation is completed. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. Investigation in process.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor. It was further reported that on the night of (B)(6) 2018 customer noted ¿pain¿ in his arm where the sensor was inserted. The next day customer removed the sensor and noticed ¿redness and swelling¿ so he self-presented to a hospital, where he was admitted. Customer noted he underwent a surgical incision and was prescribed augmentin (amoxicillin/clavulanate, an antibiotic). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Device mfg date has been updated based on the product download. Visual inspection was performed on the returned sensor patch, observed that there was no adhesive on the patch. Extended investigation has also been performed. Data was extracted using approved software and visual inspection was performed on all returned pucks, and no anomalies were found. A review was performed to check for potential issues relating to sterility or endotoxin levels, focusing on environmental monitoring data from third party manufacturers (tpms), final product bioburden and endotoxin levels, and sterilization dose audits. No adverse trends were identified, and no evidence was found to indicate that product manufactured during this period was subjected to any atypical conditions relating to sterility or endotoxin levels. The extended investigation showed all processes were effective and did not find any abnormalities with the units. The complaint is not confirmed.this also serves as a correction report. Fax number was incorrectly documented in the initial MDR 30 day report. Fax number has been updated.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor. It was further reported that on the night of (B)(6) 2018 customer noted ¿pain¿ in his arm where the sensor was inserted. The next day customer removed the sensor and noticed ¿redness and swelling¿ so he self-presented to a hospital, where he was admitted. Customer noted he underwent a surgical incision and was prescribed augmentin (amoxicillin/clavulanate, an antibiotic). There was no report of death or permanent injury associated with this event.